Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 42mg/dl. The customer treated with juice. Customer indicated that their blood glucose value was 135 to 200mg/dl at the time of the call. Customer indicated that they had a calibration error and the sensor did not alert to the low blood glucose. Customer had sensor and blood glucose issues with sensor glucose of 70mg/dl and blood glucose of 200mg/dl there was no indication that the insulin pump over delivered insulin. The product was not returned for analysis. Customer was advised to monitor the pump and blood glucose and that the sensor would be replaced.